Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/ essure coil on the left was protruding through deep into the endometrium"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (failed endometrial ablation and lysis of adhesions, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: demonstrated that her uterus measured 10.7 x 6.5 x 5.1 cm.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ organ perforation/ essure coil on the left was protruding through deep into the endometrium'), pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 5829901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, multigravida, parity 3, abortion, live birth (normal spontenous vaginal delivery) and polyhydramnios. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (failed endometrial ablation and lysis of adhesions, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: bilateral fallopian tubes occluded.. Ultrasound scan - on (B)(6) 2017: demonstrated that her uterus measured 10.7 x 6.5 x 5.1 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received: lot number was added, model number change from 305 to 205 due to essure confirmation test date were provided, reporter was added, lab data was added, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ organ perforation/ essure coil on the left was protruding through deep into the endometrium'), pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 5829901-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, multigravida, parity 3, abortion, parity 3 (normal spontenous vaginal delivery) and polyhydramnios. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (failed endometrial ablation and lysis of adhesions, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: bilateral fallopian tubes occluded.. Ultrasound scan - on (B)(6) 2017: demonstrated that her uterus measured 10.7 x 6.5 x 5.1 cm.. Lot number reported ( 5829901) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ organ perforation/ essure coil on the left was protruding through deep into the endometrium'), pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 5829901-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, multigravida, parity 3, abortion, parity 3 (normal spontenous vaginal delivery) and polyhydramnios. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (failed endometrial ablation and lysis of adhesions, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of removal: (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2005: bilateral fallopian tubes occluded.. Ultrasound scan - on (B)(6)2017: demonstrated that her uterus measured 10.7 x 6.5 x 5.1 cm. Lot number reported ( 5829901) is not valid, lot number reported ( 5829901) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/ essure coil on the left was protruding through deep into the endometrium"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (failed endometrial ablation and lysis of adhesions, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: demonstrated that her uterus measured 10.7 x 6.5 x 5.1 cm. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.